Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with manual injection. During troubleshooting it was found that insulin pump was exposed to a magnetic field and failed the displacement test. The event involved product(s) mmt-332a, mmt-1780kl and mmt-244a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode or smart guard feature at the time of the event. Troubleshooting confirmed that the pump was under delivering. No further patient complications were reported. Product return was not required for mmt-332a and customer response was to continue using the device. Product return was requested for mmt-1780kl and customer response was the device will be returned. No product return is required for mmt-244a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded history files and traces using thus and carelink software. Successfully generated carelink reports. Pump delivered 4 bolus deliveries on the event date of 01/31/2025 at 09:19:58.000, 13:54:50.000, 18:16:26.000, 21:01:14.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Possible under delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for exposed to magnetic field and high bg's. Device test failed was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.